Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced intermittencies and loss of lock. Programming adjustments were made and external equipment was exchanged, however, the issue was not resolved. The recipient's device was explanted. The recipient reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed that the electrode was damaged prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed that the electrode was damaged prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The dissection and scanning electron microscopy analysis of the electrode array revealed no anomalies. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly experienced intermittent sound. Programming adjustments were made and external equipment was exchanged, however, the issue was not resolved. The recipient's device was explanted. The recipient reimplanted with another advanced bionics cochlear device.